Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-09056, 09062. The pt received the scs system on (B)(6) 2011. It was reported an epiducer was initially used with l2 entry using the fluoroscope. The physician discontinued the epiducer use when entering the lead anteriorly. He chose not to use the epiducer for the remainder of the procedure. Rather he inserted three needles and completed the implant procedure. Post-operative the pt reported experiencing severe left leg pain, sensitive to touch. The pt was treated with 6mg of dilaudid intravenously and 60 mg of toradol intramuscular. F/u on the pt indicated he has motor function and is able to ambulate short distances with a cane. The pt's leg pain has also improved. The pt is being treated with pregabalin lyrica. It was later noted the pt's system was explanted due to infection. (B)(4).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.